Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following information was provided: the device was soaked and prepped outside of the patient with no issue noted. When the nc trek was attempted to be removed, resistance was felt and the shaft separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, de novo, eccentric and 90% stenosed lesion in the mid left anterior descending coronary artery (mlad). A nc trek 5.0 x 12 mm balloon catheter was used for post-dilatation 3 times at 18 atmospheres. The nc trek was removed from the anatomy. An attempt was made to re-insert the nc trek; however, it could not be advanced inside the sheath or guiding catheter. When the nc trek was attempted to be removed, the shaft separated. The entire system was removed from the anatomy. The device was replaced with a non-abbott balloon catheter to perform post-dilatation to successfully complete the procedure. It is possible that the balloon may not have been completely deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.